Event description:
It was reported that the first clip was not loaded into the jaws properly during a gastric operation. Therefore, a new unit was used instead. However, the third clip of the new unit also was not loaded into the jaws properly. Therefore, the user used a normal applier to complete the operation. No clips fell/remained in the patient.

Manufacturer narrative:
Qn#: (B)(4). Per DHR the product auto endo5 ml lot # 73e1900683 was manufactured on 05/27/2019 a total of (B)(4) pieces. Lot was released on 06/04/2019. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample appears typical. Functional inspection was then performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. The next clip was able to properly load into the jaws of the applier and was successfully applied to over-stressed surgical tubing. This was repeated with the same result for the remaining clips. The sample was received with 3 clips remaining in the channel indicating that 12 clips were fired by the end user. No defects or anomalies were observed. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the reported complaint could not be reproduced with the sample that was returned. The reported complaint of "clip(s) not loading properly" was not confirmed based upon the sample received. One device was returned. Upon functional inspection, no problems were found as all remaining clips were able to properly load into the jaws and were successfully applied to over-stressed surgical tubing. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. No functional issues were found with the returned device.

Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the first clip was not loaded into the jaws properly during a gastric operation. Therefore, a new unit was used instead. However, the third clip of the new unit also was not loaded into the jaws properly. Therefore, the user used a normal applier to complete the operation. No clips fell/remained in the patient.